Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Event description:
The patient's left hip was revised due to pain, corrosion and pseudo tumor.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event reporting altr and corrosion involving a metal head and an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient's left hip was revised due to pain, corrosion and pseudo tumor.